Event description:
Failed disposable patient tracker for image guidance stealth. Disposable replaced, no issues with new one, lot numbers checked on remaining items on shelf, representative informed of issue. Manufacturer response for neurological stereotactic surgery system, patient tracker 9734887xom non-invasive (per site reporter). Representative was made aware of issue, but device is still at the hospital with materials. No known follow-up from medtronic.